Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water channels and the air and water cylinder, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: switch box had a scratch, plug unit was deformed, sc (scope connector) case unit had a scratch., due to fray of k-wire, forceps skip or sway on the upper half of the endoscopic image, due to clogging of nozzle, no air is fed, due to clogging of nozzle, no water is fed, due to wear of angle wire, the play of u/d (up-down) knob is out of the standard value, distal end had corrosion, lg(light guide) lens has a crack, connecting tube had a scratch., adhesive around objective lens had wear, and corrosion around l-arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope air/water flow does not work. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material in the aw tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.